Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the trial was broken. The root cause is attributed to user technique and a need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mbt rev trial post is cracked and needs to be replaced. Surgery time was not extended. The middle part, close to where you put the trial insert was the part that cracked.